Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was found to be broken after removal and it was suspected to be a quality problem. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a damaged conductor wire at the distal end near the yaw pulley. The insulation is damaged, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips.